Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and severely calcified below the knee artery. A 3.0mm x 15mm wolverine peripheral cutting balloon was used for treatment. During the procedure, upon second inflation the balloon ruptured at 10 atm for 15 seconds. The device was removed without problem using the normal method. The procedure was completed with a different device. There were no patient complications, and the condition of the patient post procedure was stable.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.